Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 29 mg/dl. Overnight customer pulled the infusion set from abdomen while sleeping and woke up with high blood glucose of over 500 mg/dl and all day long has been trying to get it down. It was stated that the blood glucose value was 303 mg/dl at 6:19 pm; gave 4.0 insulin units; at 8:11 pm it was 159 mg/dl. Customer didn't eat dinner and threw up and was watching television and was unresponsive, she fell asleep. Customer was treated with food and in 30 minutes blood glucose went up to 33 mg/dl. Troubleshooting was declined. Nothing further reported.